Manufacturer narrative:
(B)(4). Investigation summary, no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
The patient was revised to address femoral subsidence and loosening of the tibial component at the cement to implant interface. The components were removed with no cement stuck to their backside. The patella was also removed. It is unknown when the knee was done. Unknown cement was used. No surgical delay reported. Doi: unknown dor: (B)(6) 2021 right knee.